Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15feb2021.

Event description:
The customer called into technical support (ts) reporting that the device's diagnostic code proximal pressure sensor autozero failed. The customer wants to know which solenoids to replace. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised the customer to replace the proximal auto-zero solenoids (sol 3 and sol 4) and emailed the customer for v60 repair updates. The customer replaced the v60 solenoids 3 and 4 to bring the device back to working condition, and requested to close case as it has been resolved.